Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 43 and pump error 41 occurred on 01/03/2024 12:49 in history files. Pump was cut to perform visual inspection found moisture damage on the pcba 1. Motor was tested outside of unit and it pump error 43. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 43 and pump error 41 are confirmed due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). Troubleshooting was performed. Customer able to clear the alarm(s), able to rewind the pump. Assisted with performing displacement test. Test and it was successful and assisted with self-test. Test passed. Pump error did not occur. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.